Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:03. The root cause was determined to be a defective pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with failure code 808:03 was confirmed but not duplicated during product evaluation. No assignable cause could be provided for this condition and no repair was necessary. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 808:03. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available at this time.